Event description:
It was reported to the manufacturer from distributor via the facility, during a patient transfer from the chair to the bed, the bracket that holds the cradle at the top broke. Two cna's lowered the patient to the bed. No injuries were reported. Follow up investigation revealed that the patient did not receive any injuries. Description provided by the facility indicates that the "dog ear" or mounting bracket that holds the scale to the cradle sheared. Complaint # (B)(4) has been entered into the system by (B)(4) to retrieve the lift back for evaluation.

Manufacturer narrative:
Suspect medical device info: presence lifter 0912l0803. Scale model fg3105- serial #(B)(4). The scale manufacturer is sr instruments, (B)(4). It was reported to sr instruments from (B)(4) the lift manufacturer is apex healthcare mfg. Inc (B)(4).